Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio replaced the device's interface pcb assembly and flex cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to bent pins on the flex cable that shorted capacitor f103 on the interface pcb assembly.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.